Event description:
My daughter uses an insulin pump from medtronic and early in the morning on (B)(6) I had to take her to the ER because she was throwing up, had acidic breath and her ketones were large (the highest level they can be). Found out she was in dka and now she is currently being hospitalized. This is the 2nd time in 6 months that she has been in dka. Before this pump she was only in dka 1 time (not counting when she was diagnosed in 2014) in 5 years. We have been controlling her diabetes really well because her a1c has been fantastic. And the issue with the pump would explain why they couldn't find any infection that brought on the dka (which is normally why). The only notification I got was an email in (B)(6) 2019 that only said to check the pump and if it looks ok to go ahead and continue to use. Now because of this improper notification to the issue she could have died. This is ridiculous they should have made the recall to all the pumps back in 2019 as a precaution if safety is supposedly important to them. Instead they left it to the parents of the type 1 diabetes that aren't drs or nurses and who like me checked the ring on the pump and followed their advice and had my child admitted to the hosp twice with a serious and potentially fatal complication. FDA safety report ID# (B)(4).